Event description:
It was reported that pump experienced repeated cartridge alarms that did not occur during cartridge loading, including alarm 20 and alarms with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer planned to continue using current pump and an alternate insulin method if needed, and technical support arranged a replacement pump under warranty, confirmed shipping details, and provided instructions for placing pump in storage mode and returning it within 10 days; customer was also advised to program pump settings and reconnect continuous glucose monitor on replacement pump, and acknowledged all instructions.